Event description:
Customer reported a past event of low blood glucose, reaching a level of 27 mg/dl. Cause was not known. An ambulance was called, and they provided the customer with sugar water. Reportedly, the customer temporarily lost consciousness. Customer service recommended the customer consult with their healthcare provider to further understand what might have affected their blood glucose levels, and the customer expressed understanding of these steps.